Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as the room was not disinfected by ultraviolet light. The reported cause could not be specified and therefore the cause of this peritonitis event will be considered unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug added to pd solution for peritonitis. At the time of report, the patient had recovered. Dianeal therapy was ongoing. No additional information is available.